Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, an alert was received for high impedance. No capture was observed. The lead was capped.